Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing was noted on the ventricular channel of the patient's device. No intervention was performed. The patient did not experience any adverse consequences and will continue to be monitored closely.